Manufacturer narrative:
Additional information has been requested and if made available, will be reported in a supplemental method, result, and conclusion codes will be made available following engineering evaluation.

Event description:
It was reported that "persuader popped screw heads off. Pedicle probe is bent discovered at the time of surgery. Top brace broke off, rod forceps will not hold rod now."